Event description:
The customer alleged that the temperature indicator light was out. The customer reported that the scopes were used on patients, however, there were no injuries reported. Upon follow up, the customer reported that he replaced the fuse and the unit is now working.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The customer replaced the fuse. Customer repaired the unit.